Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported before the procedure it was noticed the gasket on the 355ld was torn as it was taken out of the package. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification.